Event description:
During a daily inspection, it was reported that the device powers on with a white screen. The reported condition is an indicative of a possible lock up failure. There was no patient use associated with the event. A third party biomed/distributor that supplied the device to the customer reported the device issue.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance. The third party biomed provided the end user a replacement defibrillator and removed the failed device from service. The device in question was not returned to physio-control for evaluation. Therefore, a conclusive cause of the reported event could not be determined.